Event description:
This lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2016 due to impedance greater than 3000 ohms on pace sense. Lead was capped and left in body. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).